Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called experiencing the safety clamp open alarm when closing the door on their 8100. After inspection, their was no visible damage to the door latch sear. Informed the customer if the door latch sear doesn't appear to look damaged, next would be to replace the air in line assembly. If fault does not clear, next is the logic board. Even though the door latch sear looked undamaged, I recommended the customer start with replacing that. If fault does not clear, send in for repair. Customer will follow as directed.